Event description:
Complainant reported that the seams of the sterile bag provided with the beta-cath catheter split readily when unfolding the end of the bag, and that the white tape strip was located in the opposite/reverse location from where it usually is.